Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer followed technical support's instructions to inspect and clean specific areas of the pump and successfully completed the cartridge load process, resuming insulin use.